Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms along with increased thresholds. Loss of capture was not confirmed, but was determined to be likely due to the high threshold measurements and previous output setting. The field representative reprogrammed the configuration from tip to ring to tip to coil and both the threshold and impedance measurements decreased into normal ranges. Isometrics were performed in both configurations and showed no oversensing. The lead was reprogrammed to extended bipolar. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.